Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x16mm promus element drug eluting stent was advanced to treat the lesion. However during the procedure, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A hypotube break 272mm distal from distal end of the strain relief was also noted during analysis. The types of damages noted are consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x16mm promus element drug eluting stent was advanced to treat the lesion. However during the procedure, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.